Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture and "popping out at the top, encapsulated hard." Patient additionally reported "pain in legs and hips, loss of appetite, general joint pain, migraines, skin rash, and neuropathy;" these events are not related to the device. Device remains implanted.